Event description:
It was reported that a flipped pump occurred. The doctor and the nurse practitioner (np) tried to refill the patient¿s pump on the report date, but ¿stuck¿ the patient numerous times trying to access the refill port. They were not successful. They also attempted to refill the pump under fluoroscopy, but could not access it. At that point, the doctor took a lateral view with fluoroscopy, which verified his suspicion that the pump was inverted. The lateral view confirmed that the top portion of the pump was facing posteriorly. The patient was in for a normal refill on the report date and did not have any symptoms of an issue, until the healthcare providers (hcp) had difficulty accessing the pump. It was noted that pump had about 8 days until it needed to be refilled, so the doctor believed that he would have time to correct it prior to then. It was noted that the pump was placed approximately half an inch under the muscle. The device system was used to deliver bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, lot# j0039925r, implanted: (B)(6) 2000, product type: catheter. (B)(4).